Event description:
It was reported that left bundle branch block(lbbb) occurred. A 27mm lotus edge valve was successfully implanted at a depth of 3mm. Device implant lead to a lbbb. The event was treated with a pacemaker implantation. Patient outcome was successful.